Manufacturer narrative:
(B)(4). Examination of the returned device confirms the nylon impaction head component has broken. The instrument exhibits signs of heavy usage. The (B)(4) sp*2 poly tib comp impactor is designed to have the (B)(4) tib tray impactor celcon replacement component replaced after heavy usage/impacts. The root cause is attributed to product wear out through normal use and servicing. Based on the investigation findings of product wear out through normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibial impactor was being used to insert the real tibial insert and a large piece of the plastic broke off.